Manufacturer narrative:
Mitek received an omnispan meniscal applier gun. The device was visually examined and found to be in good condition, no damage and no anomalies. The device was manipulated to assess functionality; it was noted that the delivery spring is somewhat bent and deformed; also, the push rod actuated by the red trigger to advance the 2nd of the 2 fastener fasteners was not being actuated when the red trigger was pulled. The gun was physically destructed in order to view its inner workings towards discerning the root cause of the push rod failure, however, as a consequence of this; the inner parts came loose and away from their respective positions negating any possible assessment. It is possible that the inner connection of the push rod to the red trigger was not in place as manufactured, or that it came away during use, we cannot tell. Outside of these considerations, we cannot discern any other root cause for the device's condition. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced some usage issues with the devices; the 1st fastener of the 2 fastener device deployed correctly, however, at attempting to deploy the second fastener device, the applier's grey trigger was able to be actuated, but the fastener would not deploy. The surgeon removed the 1st fastener and started again with the same negative results, and again a 3rd attempt, same results. At this 3rd attempt, the surgeon left the backstop in place and sutured what he could of the tear; this added at least 30 minutes onto the procedure. Patient was left with a partial repair; the surgeon is concerned and will be monitored via imaging within a couple of weeks to assess if further surgery is necessary. This was the surgeon's 1st use of omnispan. The rep states that the second actuating pusher is missing from the device. Voc: dr. (B)(6) and dr. (B)(6), both orthopaedic surgeons, have advised mr. (B)(6) to switch to the fastin t new deployment system from smith and nephew.